Manufacturer narrative:
Concomitant medical products: product ID: 7122q58, product type: lead, implanted: (B)(6)2015; product ID: 419478 , product type:lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.